Manufacturer narrative:
Gfe response received - updated field(s): describe event or problem. Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter. A portion of the extracorporeal tubing was cut from the iab and not returned. Additionally the optical fiber was found to be broken within the membrane approximately 23.4cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that after approximately seven days of intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The customer stated that fiber optic cable was functioning before the patient traveled to CT and was not working when they returned to the unit. They had attempted to reconnect the fiber optic connector into the sensor input receptacle until it clicked, red triangle to red triangle but the fiber optic sensor failure alarm was not resolved. They set up the transducer cable and it was functioning appropriately. The iab was in use for seven days. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: unit manager additional reporter(s): (B)(6). The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The customer stated that fiber optic cable was functioning before the patient traveled to CT and was not working when they returned to the unit. They had attempted to reconnect the fiber optic connector into the sensor input receptacle until it clicked, red triangle to red triangle but the fiber optic sensor failure alarm was not resolved. They set up the transducer cable and it was functioning appropriately. There was no patient harm or adverse event reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).